Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastric bypass procedure, the first device would not toggle properly on the very first reload. It was difficult to load and unload as it seemed to have been misaligned. They worked on the toggles to "loosen" it up and were able to finish the stitch but requested a new handle. The suture was also fraying close to the needle. The second device had difficulty toggling through thick tissue. The surgeon said she had to work into the tissue to get it to toggle. The needle would not transfer easily it left a slight larger hole in the tissue because the tissue needed to be removed from the device with a grasper. It was over sewn.